Manufacturer narrative:
Product was not returned. A follow up will be sent if new information is received. Reference medwatch #(B)(4).

Event description:
Information received indicated that pump had delivered 48 ml of 50 ml bag in less than 1 hour. Pt experienced breathing problems. Code blue called the pt responded to reversal agent. No further issues were resulting form the event. Pt is fully removed, no additional length of stay. Pt is discharged.